Event description:
The peritoneal dialysis (pd) pt's wife called to schedule a pick up of the pt's liberty cycler as the pt had passed away on (B)(6) 2015. The pt's wife stated the pt passed away due to cardiovascular disease and the cause of death was not cycler related. During a follow-up, the pdrn stated she did not know if the pt was on the cycler at the time of his death, but she does believe the pt was still performing pd treatments. The pdrn could not provide additional information. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.